Event description:
Caller reported a cgm error 42 with a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Complete pump reset information was provided by cts, and the caller planned to call back later to reset the pump.